Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient had diabetic ketoacidosis (dka) and was hospitalized on either (B)(6) 2023 for four days. Blood glucose was around 300-400 mg/dl. The patient was treated with IV insulin drip (intravenous insulin infusion). No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2024-00442), was submitted on 10-may-2024. However, based on investigation 18-jan-2026 on and clinical review on 19-jan-2026, it was found that the serious injury was not related to the infusion set and no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.